Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. The customer's blood glucose level was 186 mg/dl. The customer reloaded the cartridge into the pump and resumed insulin delivery.